Event description:
A scrub tech reported that during a procedure, low irrigation was experienced. The system was rebooted, but the issue persisted. Subsequently, the system was switched out and the case was completed without harm to the pt.

Manufacturer narrative:
The company rep examined the system and no problems were found. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log did not reveal any relevant system messages. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).